Manufacturer narrative:
(B)(4). H6: medical device problem code: 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a hyperglycemic event while being in an active sensor session. The day of the event the patient experienced a sudden onset of leg pain and swelling, prompting her daughter to bring her to the emergency room (ER). Upon arrival, the patient reported not having checked her dexcom readings recently, though she stated the device was operational during her last check but could not recall any specific information or prior readings. ER staff performed a fingerstick, revealing a critical blood glucose level of 900 mg/dl. Despite this finding, the patient did not check her dexcom readings at the time. In the ER, she was administered two IV fluid bags and yet again, she did not consult her dexcom for current data. The following day, the dexcom sensor expired and was due for replacement. The patient remained hospitalized and was discharged 3 days after (on (B)(6) 2025). When later approached for more information, the patient refused to provide further details, stating she could not accurately recall the events that transpired during her hospital stay. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.